Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15036. The pt had two leads (from different lots) as part of her scs system. It was reported, the pt had an abrupt movement and felt a pull on her side along the pathway of the lead. Since the movement, the pt feels her stimulation has changed and she also has a shocking sensation on her side. The physician assistant indicated, the pt may have pneumonia. The sjm rep met with the pt and performed impedance checks which were normal. The pt was reprogrammed and indicates effective stimulation of pain area.